Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer reported a low bg value of 50 mg/dl. The reason for the low bg was unknown and the customer consumed carbohydrates in order to address the issue. No permanent damage was reported. The customer will continue to use current pump for insulin therapy.